Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the proximal and middle of the left anterior descending artery. After a guide wire was advanced and pre-dilatation was performed with a 2.0x15mm balloon, a 2.75x28mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent struts were lifted. The device was replaced with another 2.75x28 bsc stent and a 3x12 balloon was used for post-dilatation. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.75 x 28 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A cd was received by galway cis which contained 33 series of angiographic images. Cis media review was carried out. Summary of review: a guide catheter was in position at the lm ostium and contrast flow assessment of the left main arteries showed a constriction region, identified as the lesion site, in the proximal to mid lad. A guidewire is seen placed trough lad followed by another guidewire placed in a side branch. Pre dilations are seen being carried out of the lesion site and a stent is seen placed and deployed at the lesion site covering the lesion site and a bifurcation area identified immediately proximal to the lesion site. Post dilations are carried out of the deployed stent and flow assessment of lad shows normal flow being restored at the lesion site. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the proximal and middle of the left anterior descending artery. After a guide wire was advanced and pre-dilatation was performed with a 2.0x15mm balloon, a 2.75x28mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent struts were lifted. The device was replaced with another 2.75x28 bsc stent and a 3x12 balloon was used for post-dilatation. No patient complications were reported and the patient's status was stable.